Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 300-400 mg/dl range. As the customer had changed the cartridges and infusion sets prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.